Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. However, all surgical handpieces meet all the specifications when released, including adequate sterilization. Endometrial ablation was initiated and performed in violation of the warnings clearly described in section 6.1 of the operator's manual: 1. Activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. 2. If a uterine perforation is suspected and/or confirmed, the procedure should be terminated immediately. Although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. The relationship between the device and the reported adverse event could not be established.

Event description:
As reported by a third party, a patient underwent diagnostic laparoscopy for pelvic pain, followed by an endometrial ablation. During the diagnostic laparoscopy, the uterus was perforated with a uterine manipulator. The endometrial ablation procedure was performed and patient released. Two days later the patient was diagnosed with a perforation of the small bowel, which was repaired, and it was noted that the sigmoid colon was adhered to the dome of the uterus. Post-operatively, the patient's condition did not improve and a perforation of the sigmoid colon was suspected and subsequently confirmed. The sigmoid colon was surgically freed from the uterus, revealing a uterine perforation with evidence of thermal effect. In addition, a perforation of the sigmoid colon was also identified and repaired, requiring a colostomy, which was later reversed. All attempts to collect additional information from the physicians involved in this case were unsuccessful.